Manufacturer narrative:
(B)(6) 2019 - patient was brought in and isometrics performed. Very minimal noise on ff only. All test values in range (thresholds, impedance, sensing). Patient and family to be interviewed on activities occurring during recording time. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise was seen on ff channel. Lead remains implanted, patient to be brought in and lead evaluated.